Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for left side device removal as "dense capsular contracture with significant deformities on the left side," baker grade unknown. Healthcare professional additionally reported "breast cancer" with radiation treatment. Device has been explanted. Manufacturer of device is unknown.